Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the machines were in critical override. A technical support specialist (tss) dialed into the production application server and performed a downtime query, which showed that messages had not been transmitting since (B)(6) 2026. The tss checked the carefusion coordination engine address and found that it was displaying a disconnected status. The tss then accessed the cce server and examined the system services, identifying that the cce service was not running. The tss restarted the service, after which the available for processing message files began to accumulate and then clear through the downtime query. The tss confirmed that once all pending messages had been processed, the system returned to a current operational state and the stations were no longer in critical override. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override. The customer confirmed with hospital information technology that there were no network issues or outages reported at the site. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.